Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the flow sensor and blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported air flow accuracy failed. Target pressure is 63.12 and flow should be above 132.52. Only achieving a flow of 72. The device was not in use at the time of the reported event; therefore, there was no patient involvement.